Event description:
It was reported the pt had hip pain and swelling.

Manufacturer narrative:
The following other knee devices were also listed in this report: lrg tap pri mod nck 8deg 34mm, nlv-340800g, (B)(4); 28mm std lfit v40 head, cat# 6260-9-128, lot# 36268301; restoration adm x3 ins 28/50, cat# 1236-2-850, lot# 35040201; restoration adm. Cup w/ha, cat# 1235-2-502, lot# g3057430. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the devices cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.